Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.(B)(4) improper or incorrect procedure or method - incorrect anatomy.the customer reported the device was discarded. The lot number was not identified;therefore, a device history record review could not be performed.

Event description:
It was reported that a physician trained in the use of the starclose se device achieved arteriotomy closure of the superficial femoral artery (sfa) after an interventional procedure. Reportedly, eight days after uneventful arteriotomy closure, the patient developed symptoms of claudication. A doppler performed revealed a stenosis in the sfa at the closure site. Blood flow was restored with percutaneous transluminal angioplasty pta. The patient is reported to be fine. There were no reported adverse patient sequelae. No additional information was provided.